Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that she underwent a gynecological procedure on (B)(6) 1995 and mesh was used. Since the surgery, the patient has been unable to have sex. She has chronic pain in her back, hips and legs. She also stated that she has flares of pelvic pain. There was no other information available.

Manufacturer narrative:
(B)(4)